Manufacturer narrative:
Sections with additional information as of 27-mar-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Meter was returned- evaluation in process. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 18-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from am fasting results obtained this morning (B)(6)2025 of 349 mg/dl (his last insulin shot was the night before (B)(6)2025 - as per medical treatment plan) and postprandial 129 mg/dl. Customer stated that last friday he went to his regular checkup and his doctor tested using customer's meter and the number was 20 points higher than the doctor's meter (undisclosed results with both meters). The customer¿s expected blood glucose test result is am fasting: <120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification in the (kitchen). The test strip lot manufacturer¿s expiration date is 04/24/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.